Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device.to date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: patient symptoms manifestations (location, severity, appearance, systemic or local reaction) => the patient got infected about pod14. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? =>no. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? => no information. Were cultures performed? => no information. Results? Date the abdominal cavity was cleaned/drained? =>no information.

Event description:
It was reported that the patient underwent a surgery for choledocholith procedure on (B)(6) 2017 and the absorbable adhesive barrier was used. It was also reported that, during the procedure, a surgeon did not touch the large bowel, and there were no objects which could be sources of infection. Two weeks later, the patient experienced infection. When the abdominal cavity was re-opened, it was found that there had been an object which seemed to an unresolved piece of absorbable adhesive barrier. The abdominal cavity was cleaned, and drainage was performed. After these treatments, the crp value declined to a lower level, and the patient¿s condition became stable. The patient is going to leave the hospital. The doctor opined that there is a possibility that the absorbable adhesive barrier was a source of the infection. No further treatments are scheduled since the patient has already got well. No further information is available.